Event description:
New information states that the lead was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient experienced diaphragmatic stimulation in all vectors of the left ventricular lead. The lead was programmed off. The patient would be monitored.